Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was no problem with the subject device and that there was a problem with the scope.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The third-party biomedical engineer was contacted to obtain additional information regarding the reported issue. The biomedical engineer explained the problem was related to a bad scope and that after he consulted with the olympus technical assistance center, the unit was reset, and the issue was resolved. There was no repair needed on the device. The user facility was also contacted to obtain additional information. The user facility contact responded that they did not have any record of this issue occurring. No additional information could be obtained. Device not returned.

Event description:
A third-party biomedical engineer contacted olympus on behalf of the user facility to report that there was no image present on the device. The issue only occurred with certain scopes. Multiple communication cables were attempted to address the issue. At the time of the call, there were discussions regarding the device being sent to olympus for evaluation. There was no patient harm or injury reported.